Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 15mm x 3.5mm quantum maverick balloon catheter was being used to treat the target lesion. Upon inflation at approximately rated burst pressure (rbp), a balloon rupture occurred. To what atms and the number of inflations are unknown. The procedure was completed with another of the same device. There were no patient complications reported with the patient status listed as 'good'.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).